Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets. Customer's blood glucose level was around 400 mg/dl. The infusion set leaked. The customer treated her blood glucose level with the insulin pump. In the alarm history an off no power, battery out limit, two no delivery, and bad battery alarms were found. The customer allowed the battery die and she stopped using the insulin pump for a while. The device was not returned.